Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2017. A call was placed to technical services on 07/27/2018 stating that this device was migrated to patient stomach and patient said she heards beeping coming from her device. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).